Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 failed to deploy. There were no injuries or complications. The patient's post-operative condition is okay. There was no delay to the case.